Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: dvbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported the patient developed an infection. It was also reported there was an unspecified conductor issue with the leads. The implantable cardioverter defibrillator (ICD) system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.